Manufacturer narrative:
The examination of the different articles revealed the following. The article 27040db shows signs of use such as soiling, but no serious damage that would lead to impairment of function or total failure. This item is therefore excluded as the cause of the complaint. The article uh400e/autocon as well as the uf902 / two -pedal are also excluded as the cause of the complaint because the article uh400 provides the necessary current flow / voltage and the article uf902 foot switch releases this to the instrument and the information from the customer indicates that the cause is another. Here it could be determined in the direction of article uh801 that the cable on the device plug has a small mechanical damage. This damage could lead to a high current resistance and consequently to sparks or flames at the connection. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the working element and lead sparked during the case. It has been confirmed that the electrode was inside the patient when the incident occurred, they stopped the procedure straightway. No harm to the patient or the surgeon was noted. Another system was used to complete the procedure right after the incident. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the products were returned for evaluation. The investigation is not completed yet. The investigation results are pending. Additioanl informationw is provided to include the concomitant products in section d10. The event is filed under internal karl storz complaint ID: (B)(4).